Event description:
Artegraft used for av loop in femoralis. The graft occluded (some weeks) after procedure and thrombectomy performed. Secodary hematoma in groin. Now it seems like to be a liquid layer a shadow around the graft a few mm, this was not seen before thrombectomy. Surgeon in charge asked if we experienced similar reporting. Patient undergoing dialysis again.

Manufacturer narrative:
The graft was not received for evaluation. Graft information was not provided, but was able to be narrowed down to 25bb063-008 or 25bb063-010. A review of the DHR was completed with no issues noted. There was no information or trend identified that indicates that the issue is graft related. A root cause can not be conclusively determined based on the available data, but it most likely is due to patient's previous clinical history, or hospital procedure. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.